Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.